Event description:
Reportedly, noise/artifacts were spotted on the different episodes (ventricular egm) recorded on the device memories. Patient is a pacemaker dependent. Lead was damage during the explantation and was discarded by the hospital.

Manufacturer narrative:
Summary of investigation: devices history reports (DHR) analysis show that the units related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memories showed oversensing and non-physiological signals (noise/artifacts) on both atrial and ventricular channels. The origin of these simultaneous non-physiological signals is unknown. Based on available data and as the leads were explanted and discarded by the hospital (not returned for investigation), therefore the exact root cause could not be determined. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, noise/artifacts were spotted on the different episodes (ventricular egm) recorded on the device memories. Patient is a pacemaker dependent. Lead was damage during the explantation and was discarded by the hospital.